Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert despite the device being at 88 percent battery life. The patient was in the hospital for an unrelated shoulder surgery, and technical services (ts) informed it was most likely a transient bd alert related to the surgery. Ts discussed that it was likely the surgery team placed a magnet multiple times over the s-ICD in order to hear tines, causing a transient drop in voltage which typically recovers. The s-ICD system remains in service. No adverse patient effects were reported. Engineering analysis of the data was requested, and it found that the battery was depleting normally.